Manufacturer narrative:
After further review of additional information received. As reported, hemostasis was not achieved properly on a 5f mynxgrip vascular closure device (vcd). There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. After device removal, manual compression was performed for 30 minutes. There was no reported patient injury. The user was certified on the use of the mynx device. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was at the superficial femoral artery (sfa), which had little vessel tortuosity. It was noted the puncture was normal. The mynx vcd was prepped according to the instructions for use (IFU). The sealant had been deployed at the proper location. The patient is noted to have recovered following the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle. The procedural sheath, advancer tube and sealant were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Per functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f2007005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath / device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f2007005) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved properly on a 5f mynxgrip vascular closure device (vcd). There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. After device removal, manual compression was performed for 30 minutes. There was no reported patient injury. The user was certified on the use of the mynx device. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was at the superficial femoral artery (sfa), which had little vessel tortuosity. It was noted the puncture was normal. The mynx vcd was prepped according to the instructions for use (IFU). The sealant had been deployed at the proper location. The patient is noted to have recovered following the mynx event. The device will be returned for analysis.